Event description:
During an esophageal banding procedure, the physician used a wilson-cook six shooter multi-band ligator. After the last band was fired, the barrel of the mbl-6 fell off the endoscope and into the patient. The physician pushed the barrel into the stomach and left it to pass naturally. Post procedure the patient's condition was reported as good.